Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon interrogation, the lead exhibited loss of capture. The lead was not used during the procedure. The patient was stable.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing found no indication of conductor fractures or internal shorts. Visual and x-ray inspections found no anomalies. Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from (B)(6) 2022. This issue is documented in help ticket (B)(4). The initial submission attempt was performed on (B)(6) 2022.